Manufacturer narrative:
The returned device was evaluated and an 0x6a occlusion alarm was generated by the pod. The exact cause of the alarm could not be determined from the investigation. A fluid path test was performed and no occlusions were seen. The generation of this alarm caused the delivery of insulin to stop.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) due to blood glucose (bg) values reaching reached 597 mg/dl. For treatment, the patient was given two intravenous (IV) bags and insulin was administered. The patient was experiencing chest pain and the ketones were positive. The pod was worn between 4 and 24 hours on the arm.